Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent esc button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. The insulin pump passed self test and unexpected restart error alarm test. Audio/vibrate alarm works properly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No unexpected restart alarm. No frozen screen or constant tone anomaly noted.

Event description:
Customer reported via phone call that they experienced low blood glucose level, vibrate anomaly and unexpected restart after putting new battery. Customer's stated that around blood glucose level was 45 mg/dl and treated with food. Customer declined to troubleshoot for low readings. The customer also reported that the insulin pump had a frozen display and would not respond to button press. The insulin pump was returned for analysis.